Event description:
A cardiopulmonary resuscitation (CPR) was called for this pt in ICU. The pt was connected to the cardiac monitor; manual compression: manual ventilation via endotracheal tube with 100% oxygen; and a nasogastric tube. As part of the CPR protocol, the pt required defibrillation. The first defibrillation 200 joules was delivered without any incident. The CPR process continued for the next few mins which required a second defibrillation. During the second defibrillation a sudden spark occurred underneath the defibrillating paddles which resulted in the combustion of the pt's gown. Defib pads were used for defibrillation. The first defib pad was placed on the anterior clavicular area of the chest. The second defib pad was placed on the left lower portion of the chest. One of the cardiac monitor electrode, was also located underneath the upper corner of the defib pad. The same placement was utilized for the first and second defibrillation. The upper right shoulder portion of the pt's gown, the pt's hair and the posterior portion of the head caught fire. The fire was controlled instantaneously. The cardiac monitor electrode located on the right upper shoulder was partially burnt. It was replaced and the CPR continued. A 3rd defibrillation was delivered with the same defibrillator using new defib pads, without any incident. The 3 defibrillation procedures were delivered by 3 different healthcare professionals. The CPR was unsuccessful, the pt expired.